Event description:
It was reported that there was a shocking or jolting sensation. In the month prior to this report, the sensations of stimulation were going up through his ribs, arms, shoulders, neck, and hand and were getting more intense. The device was stated to have been off for more than a week at the time of this report and it was still shooting electronic jolts through his ribs, hands, and neck and kept going and wouldn¿t stop. His hands were tingly and it wouldn¿t stop. It was noted to be down to 0 volts and off. The patient had been assaulted right before all of this started. He was hit in the back of his head and 12 staples were put in the back of his head. This occurred in (B)(6) 2015 so it had been more than a month. The patient was waiting for a letter from his healthcare provider (hcp) to get into the va. He was advised to go to the emergency room (ER) in the meantime. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).